Manufacturer narrative:
(B) (4). (B) (4). This device was evaluated for fluid ingress in conjunction with a disposable IV set which leaked, which was evaluated and reported in MDR#9616066-2009-000076. An investigation for this failure mode has previously been done by cardinal health. It has been determined that residue on occluders, found to be from a leak path between the membrane frame and bezel assembly, has the potential to malfunction if the occluders become stuck, and may cause rate inaccuracies. Visual inspection showed evidence of fluid ingress with identification of residue on the occluder fingers. Functional testing of device was performed and determined no anomalies. There are no reports of accuracy related events with this device.

Event description:
The alaris system pump module was infusing amino acid solution (tpn); device alarmed for occlusion and ail, nurse opened door and took out the tubing, found no air or reason for occlusion alarms, replaced the tubing and restarted the infusion. A short time later nurse returned to the bedside and noted a strong amino acid odor, opened door of device and found a leak in the top part of the pump segment of the tubing. Tubing and pump were both saved and sent to biomed. No pt harm occurred, tubing and devices were changed out with no impact on pt. Device sent in for investigation for fluid ingress.